Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic and motor assemblies. They were unable to confirm the button anomaly due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 137 mg/dl at the time of incident. The customer stated that she jumped into the pool with her pump and it would not come back on. The customer was asked to put new batteries in and the pump alarmed battery out limit. The customer stated that the buttons began not responding less than 5 minutes of battery change. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.